Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has been having issues recharging since jan 3rd. The caller reported on the recharge app ins charge in the red with no charge percentage. Error codes 1707 and 4101 were observed prior to calling. Clinician app confirmed 30% charge. They reset handset and performed a clinician reset on the recharger. Coupling was obtained and connection with recharger app showed excellent coupling with 20% charge, but then started losing coupling with the wr over the ins. Many attempts to find the ins only to lose coupling shortly after established good connection. Caller went directly over the skin the patient reported shocking. They reviewed they should always have a layer when recharging. Caller was able to palpate around the entire ins and indicated it was superficial. This issue has been occurring since beginning of january and caller confirmed last successful charge to 100% was on jan. 3rd. Caller went to get her demo recharger (wr), but found that it was not charged. Caller was charging their wr at the moment as this issue needs resolution today/ tomorrow. The patient and managing hcp observed a por on their handset/clinician app today. Patient has seen this error before on the recharger app. Managing hcp saw patient earlier today and did enter clinician app, and must have cleared the por. The rep called back and was able to get her demo charged. Placed on ins and held coupling for a good amount of time. Requesting replacement recharger from repair. Caller wanted to get logs when they meet patient again. The planning on thursday issue with coupling, once achieved losing coupling within 10 seconds. Tried demo and was working fine and maintaining coupling. No further patient complications are anticipated or expected as a result of this event.